Event description:
It was reported to philips that device failed to illuminate external power indicator or charge battery when power module inserted and connected to ac mains power. There was no patient involvement.